Event description:
It was reported by the clinician that during an insertion of the cs-15322-vsp, they attempted to peel away the sheath. At which time, the sheath would not peel completely. As a result, it was cut the rest of the way for removal. There were no reported complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.